Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Expertise files analysis did not reveal any high lead (lv and rv) impedance value. Nevertheless, some punctual low lv impedance values were recorded since november 2021. Real time threshold tests showed a slight increase of left ventricular threshold value from 2v to 2,5v (for pacing width of 0.75ms) between (B)(6) 2021 and (B)(6) 2022. Based on available data, the observed electrical irregularities most probably resulted from (the beginning of) a left ventricular lead issue. Based on available data, no issue is suspected on the subject crt-d. - expertise of the provided expertise files revealed that the aforementioned abrupt endings most probably resulted from a software issue linked to a microsoft tool (mfc library), which is used to display the user interface of the programmer software, when attempting to display aida memories. The root cause of this software issue could not be identified.

Event description:
During patient follow-up, the physician did not succeed to consult aida data (without smartcheck). There was an error message on the screen. After 2 attempts, the physician, finally, succeeded to access data.